Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('constant lower back pain for 14 months'), endometriosis ('cleaned up my endo while in there'), polycystic ovaries ('55 small cysts removed from both ovaries') and adenomyosis ('it looks like severe adenomyosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced back pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2018, the patient experienced impaired healing ("slow healing, hope recovery starts getting better"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), polycystic ovaries (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), uterine enlargement ("I had a very enlarged uterus, almost 20cm") and systemic lupus erythematosus ("lupus"). The patient was hospitalized for 2 days. The patient was treated with surgery (cleaned up my endo while in there on (B)(6) 2018, hysterectomy on (B)(6) 2018 and ovarian cystectomy (55 small cysts from both ovaries) on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the back pain and uterine enlargement had resolved. At the time of the report, the endometriosis, polycystic ovaries, adenomyosis, impaired healing and systemic lupus erythematosus outcome was unknown. The reporter considered adenomyosis, back pain, endometriosis, impaired healing, polycystic ovaries, systemic lupus erythematosus and uterine enlargement to be related to essure. The reporter commented: hysterectomy on friday ((B)(6) 2018) was a success, the coils were where they had to be. A total of 55 small cysts were removed from both ovaries. Pathology will follow it looks like severe adenomyosis. They also cleaned up my endo while in there. I had a very enlarged uterus, almost 20cm. Post from an other patient on (B)(6) 2018: unfortunately lupus causes slow healing. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('constant lower back pain for 14 months'), endometriosis ('cleaned up my endo while in there'), polycystic ovaries ('55 small cysts removed from both ovaries') and adenomyosis ('it looks like severe adenomyosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced back pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2018, the patient experienced impaired healing ("slow healing, hope recovery starts getting better"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), polycystic ovaries (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), uterine enlargement ("I had a very enlarged uterus, almost 20cm") and systemic lupus erythematosus ("lupus"). The patient was hospitalized for 2 days. The patient was treated with surgery (cleaned up my endo while in there on (B)(6) 2018, hysterectomy on (B)(6) 2018 and ovarian cystectomy (55 small cysts from both ovaries) on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the back pain and uterine enlargement had resolved. At the time of the report, the endometriosis, polycystic ovaries, adenomyosis, impaired healing and systemic lupus erythematosus outcome was unknown. The reporter considered adenomyosis, back pain, endometriosis, impaired healing, polycystic ovaries, systemic lupus erythematosus and uterine enlargement to be related to essure. The reporter commented: hysterectomy on friday ((B)(6) 2018) was a success, the coils were where they had to be. A total of 55 small cysts were removed from both ovaries. Pathology will follow it looks like severe adenomyosis. They also cleaned up my endo while in there. I had a very enlarged uterus, almost 20cm. Post from another patient on (B)(6) 2018: unfortunately lupus causes slow healing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.